Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant calcium patient results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and found the reagent probe 1 (rp1) misaligned and damaged. The rp1 was replaced, aligned and exercised without error. Based on the information provided, the cause for the misaligned and damage rp1 is unknown. No obstructions were identified, and a quality control (qc) check passed. A misaligned and damaged rp1 could potentially be contributing factors for the discordant patient results. There have been no reports of rp1 crash or misalignment prior to or after this event. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, calcium results were obtained on patient samples on an advia1800 instrument. Discordant results were reported to the physician(s) and questioned. The customer observed a reagent probe 1 crash and a difference in calcium results from 0.2 to 0.3 mmol/l when repeated on an alternate advia 1800 instrument. The repeat results from the alternate advia 1800 instrument were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium results.